Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One ensite x amplifier was received for evaluation. The reported issue related to the ablation 4 non-communications was not reproduced as the ablation channels were simulated successfully. Both symptoms were identified as not reproducing the reported symptom. Based on the information provided to abbott and the investigation performed, the reported event was not able to be confirmed, and the root cause remains undetermined.

Event description:
During an avnrt procedure using rf, there was a procedural delay. It was noted that there was no signal from electrode four of the ablation catheter. The tactisys quartz, ampere generator, and analog cable were replaced, but the issue persisted. The issue was thought to be caused by the ensite x amplifier. The procedure was completed successfully by using all bipoles and not using the signals from electrode four. There were no adverse patient consequences.